Manufacturer narrative:
Investigation results: no photographic evidence or physical samples were provided to investigate the reported condition. A thorough review of the device's history was conducted, and no deviations or non-conformances were found during the manufacturing process that could have contributed to the issue. Three retained samples were received and subjected to visual inspection and functional testing. No damage was observed. As no customer samples or photographs were provided, the reported defect cannot be confirmed using the retained samples. The product undergoes inspections at various stages of the manufacturing process to ensure its quality and functionality. Based on the information available, we are currently unable to identify a root cause related to the manufacturing process. Our quality team will continue to monitor complaints received for this device and the reported condition for any potential emerging trends.

Event description:
No additional information.

Event description:
Event details: per medsun "bd phaseal protector p20 spike broke off when trying to put onto a vial of medication. Lot # 2502409."

Manufacturer narrative:
Customer reported complaint via medsun: mw5175130. Initial manufacturer MDR, if a device evaluation and/or device history review is completed, a supplemental report will be filed.